Manufacturer narrative:
Analysis was able to confirm the customer comment of a connection issue, both output connectors were broken and it was additionally noted that an error was generated at final testing which indicated that the main printed circuit board was out of specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a connection issue. The generator was returned for service. No patient com plications have been reported as a result of this event.